Manufacturer narrative:
(B)(4). Additional information: the writer spoke with the home patient's (hp) wife on 18 jan 2011 regarding the reported problem. The hp's wife said that the bags fell on accident. She stated that the hp is legally blind, and he did not realize where the bags were, and he accidentally moved them and caused the last bag to fall and become disconnected. She said that she puts the bags on a cart at first and once he is settled for bed she moves them to the counter. She said that he did not realize she usually moved them, and got up for something, and unknowingly pulled the one bag off the counter. The hp's wife said they notified the nurse, and that they did not have any complications after. Therapy was resuming. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
The customer contacted baxter's technical service center regarding a bag that disconnected, which occurred on the homechoice (hc) during use during fill. There was no associated alarm. The care giver (cg) stated that the bag disconnected and fell. The cg was requesting assistance in ending therapy and starting over. The technical service representative (tsr) assisted the home patient (hp) as requested. The tsr advised the hp to callback for assistance in bypassing the initial drain. No injury or medical intervention was reported.